Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer was in the hospital and she was unsure if the insulin pump was giving insulin through bolus. Customer stated she was hospitalized and it was not diabetes related. Customer's blood glucose was 139 mg/dl. The customer was advised to change the entire infusion set. Troubleshooting was not completed due to customer unable to remove the infusion set to examine the cannula. No further information provided.